Event description:
It was reported that the customer experienced an ongoing blood glucose (bg) level of 52 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed "lemonade" to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. Recommendation was made to discuss diabetes management with a health care professional. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.